Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. No intervention has been performed yet and the crt-p remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the cardiac resynchronization therapy pacemaker (crt-p) was explanted and returned back to boston scientific for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. No intervention has been performed yet and the crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-p was performed. Initial inspection noted the device was returned still boxed, with all the seals intact. The crt-p was confirmed to be in safety mode. An oscilloscope was connected to device which was able to properly detect a pacing pulse. A review of the device memory noted three errors which all occurred on (B)(6) 2024. The device case was removed, and the battery voltage was measured to be at 2.949 volts. The battery was removed from the circuit and connected to an external hybrid, which revealed a normal current drain. The battery was then forwarded for further analysis, which revealed a non-depleted functional cell with no battery-related anomaly determined. The hybrid was put under an external power and firmware was able to be downloaded onto it. The hybrid was left powered on for a day to see if it went into safety mode, which it did not.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. No intervention has been performed yet and the crt-p remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the cardiac resynchronization therapy pacemaker (crt-p) was explanted and returned back to boston scientific for analysis.

Event description:
It was reported that prior to an implant procedure being performed, this boxed cardiac resynchronization therapy pacemaker (crt-p) was interrogated and discovered to be in safety mode. The crt-p was never used or implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction/additional information MDR report is being filed as the crt-p involved in this event declared safety mode prior to the implant procedure and was never implanted or in service. Updates to the type of reportable event, adverse event/product problem, describe event/problem, implant/explant dates, operator of device, and impact codes were made. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-p was performed. Initial inspection noted the device was returned still boxed, with all the seals intact. The crt-p was confirmed to be in safety mode. An oscilloscope was connected to device which was able to properly detect a pacing pulse. A review of the device memory noted three errors which all occurred on (B)(6) 2024. The device case was removed, and the battery voltage was measured to be at 2.949 volts. The battery was removed from the circuit and connected to an external hybrid, which revealed a normal current drain. The battery was then forwarded for further analysis, which revealed a non-depleted functional cell with no battery-related anomaly determined. The hybrid was put under an external power and firmware was able to be downloaded onto it. The hybrid was left powered on for a day to see if it went into safety mode, which it did not.